Manufacturer narrative:
Isi has received the vessel sealer instrument associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip opened and closed properly. The instrument passed the electrical continuity, energy delivery. And jaw gap verification tests. No ceramic dots were missing. The instrument had full intuitive motion, passed energy delivery, continuity, jaw gap, and grip force tests. Isi confirmed the site¿s system logs with a procedure date of (B)(6) 2020 were unavailable for review. Site history review: a review of the site's complaint history does not show any additional complaints related to this product. Image/video review: no image or video clip for the reported event was submitted for review. Based on the current information provided, this complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the vessel sealer allegedly failed to seal a vessel adequately. Although no patient harm occurred, if this alleged malfunction were to recur it could cause or contribute to an adverse event. The root cause of the reported sealing issue is unknown.

Event description:
It was reported that during a da vinci-assisted surgical procedure, it was alleged that ¿cauterization is continually incomplete from the vessel sealer¿s burn cycle¿ and as a result, bleeding ensued. The bleeding was controlled ¿by other means.¿ a spare instrument was used to complete the surgical procedure. On 11-aug-2020, intuitive surgical, inc. (Isi) received information from the surgeon through the site¿s robotics coordinator and obtained the following information regarding the reported event: the patient was a (B)(6) year old male, wishing (B)(6) lbs. It was reported that the target tissue was an ileocolic vessel. The surgeon had reported that the vessel sealer instrument was applied to an appropriately sized ileocolic blood vessel measuring ~4-5mm. The seal function was used and went through the appropriate cycle and completion tone was heard. The vessel was then cut. Once the vessel sealer instrument was opened the vessel immediately bled from both cut ends. The distal side of the vessel was visible and had no ¿char¿ or other sign of having been sealed/heated. It appeared like a vessel that was simply "cut sharply." The surgeon confirmed that the estimated blood loss was approximately 50ml. The bleeding was addressed with an unspecified backup instrument. Since the blood loss was approximately 50 ml, there was no blood transfusion or medical intervention rendered to the patient. It was confirmed that there was tissue effect, and the system did generate the audible tones indicating that the sealing cycle was complete right before the event occurred. The surgeon had also confirmed that the tissue was not under tension, not calcified, was not exposed to radiation or chemotherapy, and that there were no impediments such as clips or sutures.